Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: 02-010-01-0220 - logic femoral ps cem left sz 2, 02-012-35-2011 - logic tibia ps mod insrt sz 2 11mm, 200-02-35 - three peg patella 35mm, 999 - femoral stem.

Event description:
As reported by the exactech knee replacement study, approximately 1.5 years post op the initial tka, this 60 y/o female patient was revised due to aseptic tibial loosening. Bone scan indicated loosening of the tibial tray. The case report form indicates this event is not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
H10: the revision reported was likely the result of an insufficient bond between the tibial tray and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.